Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their left ventricular lead capped and replaced on (B)(6) 2020 due to extra-cardiac stimulation. The patient was stable throughout.